Manufacturer narrative:
Correction: section h device manufacture date this supplemental MDR was submitted to reflect the correct manufacture date.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that malfunction occurred when the user was trying to issue medications to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main matrix drawer 1 had failed and was not detected on the bus. A field service engineer (fse) found that the bus cable was not securely connected at the controller card. The fse reseated and properly secured the cable. The drawer was then tested using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that malfunction occurred when the user was trying to issue medications to a patient. There were no adverse events or injuries reported based on this incident.